Event description:
It was reported that during central processing procedure, the 30-degree endoscope plus exhibited absence of a screw. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.